Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device MFR# reference: (B)(4).

Event description:
It was reported that following uneventful cataract plus trabecular micro bypass stent system procedure, the patient presented on post-op day one (1) with a 4 mm hyphema associated with hand motion, and the surgeon was unable to visualize the back of the eye. The patient¿s iop was reported as ¿very good¿, and the surgeon plans to monitor the patient for the hyphema to clear. Reportedly, the patient is not anticoagulated and is expected to return for follow-up in one (1) week. Additional information is being requested.